Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has received multiple, intermittent occlusion alarms. The customer experienced a blood glucose (bg) levels in the upper 400's mg/dl and large ketones. The customer delivered a correction bolus to address the bg level. The customer changed their cartridge, infusion set tubing and infusion set site resolving the occlusion alarms. As the customer was not receiving an occlusion alarm when tandem technical support (cts) was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed. During follow-up, cts discussed the cartridge air removal process with the customer.